Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer was taking out the sensor and there was a piece of filament still in his butt. Customer did remove it and stated that there were no more pieces left inside him. Customer's blood glucose was 9.2 mmol/l at the time of the incident on (B)(6) 2016. Customer found that the sensor cannula was still attached to the sensor. Customer stated that the sensor cannula looked fine other than a small filament showing out of his buttocks. Customer stated that the sensor was inserted in the buttocks. Customer stated that the needle was not hard to remove. Customer stated that the needle was not removed at an angle other than what was inserted and it was not bent upon removal. Customer wore the sensor for 5 days. Customer stated that the sensor cannula is intact. Customer was advised to return the sensor but it was already thrown away.